Event description:
Keegan, c., lechareas, s., torella, f., chan, t. Y., fisher, r., <(>&<)>amp; mcwilliams, r. (2021). Onyx¿ cast fragmentation after e mbolization of endoleaks. Journal of endovascular therapy, 152660282110457. Https://doi.org/10.1177/15266028211045701. Summary: endoleaks are common following endovascular aneurysm repair (evar), and the liquid embolic material onyx has been widely used in their treatment. We report our experience of long-term morphological changes of onyx casts on surveillance imaging. Identified events: 1. 1 patient with 9ml of onyx used and 34 onyx formulation had a graft extension. The patient died awaiting further procedures. The cause of the death was not known. A total volume of 143.5ml of onyx was used across all patients (range 4¿46.5ml per patient), the commonest preparations used were onyx 34 and onyx34l, which accounted for 81% of the total volume used. The remainder was onyx 18.

Manufacturer narrative:
Keegan, c., lechareas, s., torella, f., chan, t. Y., fisher, r., <(>&<)>amp; mcwilliams, r. (2021). Onyx¿ cast fragmentation after e mbolization of endoleaks. Journal of endovascular therapy, 152660282110457. Https://doi.org/10.1177/15266028211045701. Age or date of birth. This value is the average age of the patients reported in the article as specific patients could not be identified. Sex. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.